Manufacturer narrative:
Follow-up #1 date of submission 11/14/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: a review of the total daily dose history from (B)(6), 2011 to the end of pump use on (B)(6), 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6), 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient was hospitalized for hyperglycemia and dka. The reporter indicated that the patient had elevated blood glucose (bg) levels from (B)(6) 2011 until she was hospitalized on an unspecified date/time. The hospital staff started the patient on the pump on (B)(6) 2011. After the patient's bg levels rose from 128 to 406 mg/dl, the patient was disconnected from the pump and started on injections. Through troubleshooting, the animas representative involved in this complaint noted from the pump's prime history that there were 2 instance where the patient apparently did not prime for 7 days. A review of the prime history revealed a 4.0 unit prime on (B)(6) 2011. The next prime entry of 2.5 units was captured on (B)(6) 2011. The next prime entry was 1.8 units on (B)(6) 2011 (12:22 pm). An empty cartridge alarm was noted on (B)(6) 2011, at 11:00 am. Therefore, the patient might not have been receiving that day for about a 1.5 hour time frame. Also, there were no fill cannulas observed in the pump's history. The reporter did not know if the patient was reusing her supplies or properly changing out the cartridges/sets. The reporter was able to successfully perform the rewind, load, and prime steps. The reporter denied that the patient had any problems with her sites, infusion sets, or cartridges. A review of the bolus/basal history for (B)(6) 2011 appeared to be corresponding with the tdd. The animas representative determined through troubleshooting that the pump was functioning properly. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, the patient's injury can be attributed to possible use error considering the patient was not apparently priming as recommended or following the fill cannula steps. The patient might not have been receiving adequate insulin delivery during the time of concern.